Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that leakage was identified during use of a homechoice cassette. It was further specified that the cassette was broken (not further specified). This was observed during connection to the machine. The patient was not connected. There was no patient injury or medical intervention associated with this event. No additional information is available.